Event description:
It was reported that the customer experienced a cartridge alarm 6 leading to a high blood glucose level, with the specific value unknown but displayed as "high." The customer addressed this issue through a correction injection using multiple daily injections (mdi). There was no need for third-party assistance, and the issue did not recur after loading a new cartridge; however, the customer received a replacement pump with updated software. Instructions for returning the problematic pump and storage mode were provided, and the customer acknowledged these steps.